Manufacturer narrative:
(B)(4). After the cap was securely tightened, no leak was noticed. The complaint was not confirmed, and the root cause was undetermined. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report from the facility stating that one (1) ce intermate lv 100 was noted with a leak at the blue winged luer cap. The leak occurred during storage and prior to patient use. There was no report of patient involvement, injury, or medical intervention. No additional information is available.